Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was between 50 and 80 mg/dl. The patient did not experience any symptoms but self-treated with continued eating and drinking soda. The cgm reading did not change, and as the patient was unable to take a fingerstick, they went to the emergency room. No symptoms were reported but when a fingerstick was taken at the hospital the cgm was reading 50 mg/dl, and the blood glucose reading was 1000 mg/dl. The patient was admitted into the intensive care unit (ICU) and was given unspecified treatment. The patient was discharged after spending 5 days at the hospital. At the time of the report the patient was still feeling weak, but it was understood they had recovered from the hyperglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.